Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was bent and had foreign matter on the outside of the catheter. This was discovered before use. The following information was provided by the initial reporter: material no: 382523 batch no: 9078842 it was reported that upon opening the package, the catheter was noticed to be bent and a small plastic shard was on the outside of the catheter. Prior to inserting IV on patient. When this rn opened IV package, plastic catheter over the needle was bent and a small plastic shard was on the outside catheter device. New IV obtained, faulty IV packaged in bag and given to manager. This IV catheter did not touch the patient. Nurse checks IV catheter before the start and noticed the concern mentioned in the report.

Manufacturer narrative:
The following fields were updated due to additional information:d.10. Device available for eval?: yes.d.10. Returned to manufacturer on: 6/5/2020.h.6. Investigation: bd received an unused 22 gauge insyte autoguard blood control unit from lot 9078842 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the catheter, grip or packaging. Next, the unit was inspected under a microscope and no damage was observed to the catheter tip as well. However, there appeared to be a piece of hair and dust particles stuck to the lubrication near the tip. Finally, a leak test was then performed and no leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was able to verify the reported failure mode of foreign matter but could not verify the reported failure mode of damaged catheter. It was determined that the excess lubrication found on the catheter tip created the appearance of damage to the catheter. However, a root cause for the observed foreign matter could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was bent and had foreign matter on the outside of the catheter. This was discovered before use. The following information was provided by the initial reporter: material no: 382523 batch no: 9078842. It was reported that upon opening the package, the catheter was noticed to be bent and a small plastic shard was on the outside of the catheter. Prior to inserting IV on patient. When this rn opened IV package, plastic catheter over the needle was bent and a small plastic shard was on the outside catheter device. New IV obtained, faulty IV packaged in bag and given to manager. This IV catheter did not touch the patient. Nurse checks IV catheter before the start and noticed the concern mentioned in the report.